Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has had issues with the wake button sticking down when pressed. In addition, customer reported that when he attempted to deliver a 3 unit quick bolus the pump registered and delivered 4 units of insulin. Customer stated that his blood glucose level lowered to 100 mg/dl, and that he was "fine". Customer ate lunch to address blood glucose levels. It was indicated that the customer will continue to use the pump for insulin therapy.